Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the upper case was broken, as a result the upper case was replaced. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, the system fan was noisy, and the stylus was missing. Product ID: 2067 radiofrequency head; product ID: 229047 analyzer. (B)(4).

Event description:
It was reported that both the programmer and the analyzer had broken cases. The programmer and the analyzer were returned for service. The programmer was analyzed and tested out of specification. No patient complications have been reported as a result of this event.